Event description:
A healthcare professional reported suspected left side rupture. The device was replaced with non-allergan device.

Manufacturer narrative:
Facility name: (B)(6). Health effect - impact code - (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.